Manufacturer narrative:
T:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 278 (mg/dl). Customer changed infusion tubing and site, administered a correction bolus, increased basal rates, and exercised to address bg level. System check with tandem technical support indicated pump was performing as intended. Cartridge was filled with apidra and had been in use for 2 days. Customer was reminded apridra is contraindicated for use with cartridge, and recommendation was made to contact health care provider to discuss diabetes management. Customer indicated that they will stop by a pharmacy to obtain an insulin pen for back up therapy until supplies can be changed.